Event description:
During use of the device for an endoscopic vein harvesting procedure, the user reported the harvester would not cut correctly. No other details regarding the nature of the event were provided. As a result, an alternate harvester was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.